Manufacturer narrative:
D5: updated. H3 and h6 codes: updated. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump experienced error code 1870 indicating a motor timeout. Per reporter, the batteries were removed and replaced twice, the alarm cleared and the pump was able to start. However, reporter stated that during the first infusion cycle, the alarm reactivated and would not clear. The programmed rate was 4.6 ml per hour. The remaining volume was 45.5 ml and volume given was 64.5 ml. This event occurred during infusion at patient's home. No patient harm was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.